Event description:
It was reported that this right ventricular lead was explanted due to fracture. Oversensing of noise leading to pacing inhibition with no asystole, low and out-of-range pacing impedance, and insulation damage were observed clinically. The associated right atrial and left ventricular leads were explanted concurrently due to insulation damage and the associated device was explanted for normal battery depletion. No additional adverse patient effects were reported. Lead return is not expected.